Event description:
Reporter reports that three customers had problems during the use of the syringes. The syringes burst. No person injured.

Manufacturer narrative:
Manufacturer report: root cause identified: not this kind of rupture of the syringe has been observed when the syringe does not fit well into the sleeve. This could generate crack at the tip of the syringe. Conclusions: device history record for assemble process was reviewed and found two nonconformance reports originated during the manufacturing of this lot number, both are not related to this failure. This syringe was assembled with barrel lot numbers. We found a nonconformance report for lot number in which it was reported that the molding machine was running out of the parameters established. A nonconformance report for lot number in which it was found flashes on the injection point of the syringe. The barrels were measured and the outside diameter is out of specification in the bottom of the barrel. Corrective actions: a CAPA has been opened for operate molds out of parameters.